Event description:
The three month post operative surgery data of a pt treated for laser vision correction revealed an under correction with a bcva vision loss of 2 lines. An enhancement was conducted and the pt's vision improved to 20/30.

Manufacturer narrative:
Service was not requested, however, amo clinical support performed an in service training to clinic staff to ensure proper use and set up of the equipment.